Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Reportedly, the customer requested too much insulin be delivered through a bolus. Glucose gummies and carbohydrates were consumed to treat bg. At the time of the reported event, bg increased to 63 mg/dl.